Event description:
It was reported that the pump failed rate accuracy test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the issue. The device failed accuracy testing with over delivery. It was determined that the most probable cause is the expulsor. The expulsor was trimmed. Service history review identified the complaint was not related to a previous service of the device within the review period. D9: 05-mar-2024.